Event description:
Cuistomer alleged the audible alarm to be malfunctioning. The customer support engineer (cse) verified the reported condition. The cse inspected the device and repolaced the front planel display printed circuit board. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.